Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to turn the pump back on after being in storage mode. Customer had elevated blood glucose levels (+400 mg/dl). Customer delivered an injection to stabilize blood glucose levels. Tandem technical support guided the customer through turning the pump back on and insulin delivery was successfully resumed.